Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: there were unexplained pump reboots observed in the black box history. The black box revealed a replace battery alarm on (B)(6) 2014; deliveries resumed at 21:36. The total daily doses correctly added up and the pump passed the delivery accuracy test. The battery compartment was cracked and the returned battery cap was damaged. The returned battery cap was unable to fully attach to the pump; therefore, pump reboots were duplicated. A new test battery cap was used and was able to attach to the pump and completed the 24 hour duration test. There were no pump reboots duplicated with the test cap. The pump failed the leak test due to a leak in the battery compartment. There was evidence of moisture on the battery cap and in the compartment. The pump cover was removed and no evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 407 mg/dl with abdominal pain, nausea, vomiting, and excessive thirst associated with a power issue. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the pump had experienced intermittent power. Reportedly, there was no corrosion observed inside the battery compartment and the battery cap was able to fully tighten to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power in the pump and the casing of the pump being damaged.